Event description:
It was reported that during a meniscal repair procedure, after deployment of the t1 of three (3) fast fix 360, the t2 deployed prematurely. The t implants were removed from the patient. The procedure was successfully completed with non-significant delay using a back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. There was a relationship found between the devices and the reported events of premature activation and material deformation. ¿ a visual evaluation of the three devices showed that they were not returned in the original packaging. None of the t1/t2/sutures were returned. Device one's actuator is in the pre-t2 position. Device two's actuator is in the pre-t2 position. Device three is bent and the actuator is stuck at the end of the needle. A functional evaluation of the devices showed that device one and two cycled as intended. Device three will not cycle due to the bent needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. ¿ the complaints was confirmed and the root causes was associated with unintended use of the device. Factors that may have contributed to the reported event include an application of unintended inappropriate or excessive force to the device or per the instructions for use, "do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely". No containment or corrective actions are recommended at this time.